Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started around 1pm on (B)(6) 2016. The patient manages his diabetes with insulin which he self-adjusts. He reported that from (B)(6) 2016, he continued with his usual medication regimen and administered 7 units of r insulin and 7 units of n insulin. He reported that 3 days after the alleged issue began, he developed symptoms of sweating and weakness. He denied receiving any outside treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca established that the patient was using the correct test strips. However, the meter did not power on with a button press or when a test strip was inserted per owner's manual. Based on the information provided, the cca established the meter's battery did not need to be replaced. The issue could not be resolved with training and remained unresolved. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged power issue began.